Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. The device was last serviced in (B)(6) 2023. The reported issue was confirmed through visual inspection. The root cause of the issue was fluid ingression. The upstream occlusion (uso) seal was replaced to solve the problem. The device then passed all the tests after the repairs.

Event description:
The customer returned product for upstream occlusion sensor is missing the colored overlay, during physical inspection it was found that there was fluid ingression on the upstream occlusion (uso)sensor/seal. There was no patient involvement.